Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation against the reported condition of a connection issue. The device was visually, microscopically, and functionally force tested per product specifications. Residual solution was observed on the interior walls of the blue end caps. This residual solution caused the blue end caps to become bonded to the male luer. The reported condition was confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported being unable to disconnect the cap from an interlink solution set. This event was noted prior to patient therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The set was primed with normal saline and the priming occurred immediately prior to use. Evaluation summary: the visual inspection identified that the blue end caps were in place. The attempt to manually remove the blue end caps failed, confirming the reported condition. The caps were removed in a pull force test and the dimensions of the cap were measured. The dimensions were found to be within specification. The male luer was iso gauge tested and passed. Microscopic inspection identified scrapped material on the interior walls of the blue end cap. The dimensions of the male luer were measured and found to be out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a defective, out of specification male luer component provided to the manufacturing facility by an internal supplier. In order to address this condition, a notification was sent to the supplier and a deeper investigation was initiated at the supplier site. Should additional relevant information become available, a supplemental report will be submitted.